Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump was not continuously pushing against the reservoir, and the customer felt that it was under delivering. Troubleshooting was performed, and the insulin pump passed the displacement test. It was also stated that the insulin pump has alarmed no delivery during the manual prime on multiple occasions. It was stated that the customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.